Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer, nurse reported via phone call that insulin is squirting out during the manual prime process. The customer¿s blood glucose level was 192 mg/dl. The insulin pump will be returned for analysis.